Manufacturer narrative:
(B)(6). Device is a combination product. (B)(4). Device evaluated by MFR: stent delivery system was returned for analysis. A visual examination of the stent found that on the 4th, 5th and 6th proximal rows, stent struts were lifted and pulled distally. The undamaged distal section of the crimped stent outer diameter was measured and the result was within the maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded on the distal balloon cones and were not subjected to positive pressure. The tip was visually and microscopically examined and signs of damage were noted on the distal edges of the tip. This type of damage most likely occurred when the tip was pushed against a restriction. A visual and tactile examination found multiple kinks along several locations of the hypotube shaft. This type of damage is consistent with excessive force being applied on the delivery system. A visual and tactile examination of the outer and the inner lumen and mid-shaft section found no issues with the extrusion shaft. The bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is not confirmed - returned as there was no evidence of either the alleged issue(s) or any defect which could have contributed to the event. (B)(4).

Event description:
Reportable based on device analysis completed on 12-apr-2018. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the mid left anterior descending artery. Following pre-dilatation, a 3.50 x 38mm synergy¿ drug-eluting stent was advanced for treatment. However, the device was unable to cross the lesion due to calcification. The procedure was completed with another of the same device. No patient complications were reported the patient's status was stable. However, returned device analysis revealed proximal stent damage.